Manufacturer narrative:
During the quality investigation, the customer's concern could not be confirmed; the device ran according to specification. The cause of the failure cannot be determined. The device was cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair because it overheated during a tooth extraction. There was no adverse consequence associated with the event and the procedure was completed with another drill without any procedure delay.